Event description:
Clinical study: approximately six months post index procedure, the patient presented with chest pains. Angiographic results confirmed coronary artery restenosis at the target lesion (proximal right coronary artery) as well a new lesion at another segment of the target vessel (mid right coronary artery). The restenosis and denovo lesion were revascularized. No additional information was provided.

Manufacturer narrative:
This patient was randomized to the clinical trial in 2006. The indication for the index procedure is unknown. At index procedure, the patient received a 3.0x13mm cypher des at the proximal rca which was deployed at 16 atms. The lesion was described as irregular, eccentric, without angulation, tortuosity or calcification. Antiplatelet regimen included aspirin and heparin. The patient was discharged on plavix and aspirin as permanent antiplatelet treatment. This file has been re-access as per the similar device reportability criteria implemented by cordis corporation on 12/15/06. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product cypher sirolimus-eluting coronary stent. Device (lot# i0206018) is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.